Manufacturer narrative:
The insulin pump had a constant motor error alarm during rewind due to a corroded motor home switch. The intermittent button response noted during testing due to corroded keypad traces. The insulin pump had a scratched lcd window.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 217 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.